Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an out of hospital cardiac arrest. Right ventricular undersensing resulted in a delay of shock therapy by the device. The device successfully delivered two shocks and converted the ventricular fibrillation. Review of the episodes revealed undersensing on the near field and significant undersensing on the far field. A decrease in r-waves was also noted. The patient was recovering. The device was reprogrammed.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019. A defibrillation threshold test was performed; sensing and threshold testing was good. No patient condition could be obtained.